Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The alleged low bg and unexpected shutdown was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shutdown unexpectedly. Subsequently, it was reported that a malfunction alarm occurred. Reportedly, the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed glucose tablets to address low bg levels. The customer reverted to manual injections for insulin therapy.